Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that air bubbles were observed within the cartridge tubing. It was reported that the customer experienced an elevated blood glucose (bg) level displayed "high". A correction bolus was delivered to address bg. Customer primed the tubing and resumed insulin therapy.